Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, a week following a bowel resection procedure where a v-loc suture was used for closing the mesentery near the roux en-y anastomosis, the patient returned with bowel obstruction. During the additional procedure the examination revealed that the v-loc was torn 1 cm before the distal loop. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. The patient has been released to go home. The device will be returned for evaluation. The suture was removed from the patient.

Manufacturer narrative:
(B)(4).